Event description:
A report was received that the patient developed dyskinesia. Stimulation was turned on at the time of the event and when stimulation was turned off or reprogramming was performed the event stopped. Medication was given/dose was adjusted and device was reprogrammed. The event was related to the study device stimulation and not related to the procedure and study device hardware. The event was resolved without residual effects.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient developed dyskinesia. Stimulation was turned on at the time of the event and when stimulation was turned off or reprogramming was performed the event stopped. Medication was given/dose was adjusted and device was reprogrammed. The event was related to the study device stimulation and not related to the procedure and study device hardware. The event was resolved without residual effects.

Event description:
A report was received that the patient developed dyskinesia. Stimulation was turned on at the time of the event and when stimulation was turned off or reprogramming was performed the event stopped. Medication was given/dose was adjusted and device was reprogrammed. The event was related to the study device stimulation and not related to the procedure and study device hardware. The event was resolved without residual effects.